Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26aug2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. Device passed testing and now functions as intended.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.